Event description:
The user facility reported that the complaint affects filter needles co-packed with vabysmo. On an unknown date, the patient developed endophthalmitis whilst being treated with vabysmo pfs (6mg/0.05ml). The event occurred post-treatment. There was no patient injury and/or require medical or surgical intervention. The procedure outcome and patient impact were unknown.